Manufacturer narrative:
MDR (B)(4) / initial 1 of 3. Establishment name: (B)(6). Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient was unable to absorbed insulin at the site on (B)(6) 2026 which leads to high blood glucose levels upto 15 mmol/l and was treated with correction bolus via pump. The issue occurred with three infusion sets. The patient replaced infusion set and resumed insulin deliveries successfully.